Manufacturer narrative:
The reported event could not be confirmed as the surgeon did not provide images that showed the device was dislocated and the device was not returned for evaluation. The engineering department reviewed the case and reported that before the surgery, the patient had malocclusion; her mandible was yawed to the left, and her joint was dislocated posteriorly due to lack of soft tissue. The surgeon was informed before the surgery that the patient's scarring, lack of soft tissue, and possible joint immobility were challenging to perform the revision surgery. However, the surgeon performed the joint reconstruction with the left unilateral tmj devices, and the device dislocated immediately. The engineering department believed the lack of soft tissue and muscular support caused joint dislocation. In addition, the muscles might retract the mandible in the previous position, and there is no soft tissue to avoid that. Furthermore, the engineering department confirmed that the patient's diseases are the main contributing factor to this event.

Event description:
It was reported the patient is experiencing dislocation issues due to their soft tissue. There will be a revision surgery performed to reconstruct the soft tissue.

Event description:
It was reported the patient is experiencing dislocation issues due to their soft tissue. There will be a revision surgery performed to reconstruct the soft tissue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text: implanted.